Event description:
It was reported that the patient experienced muscle stimulation in the abdomen while in the hospital burn unit. The right ventricular (rv) lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator (ipg): (B)(6) 2012. (B)(4).